Event description:
It was reported that the customer encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to perform a pump reset and successfully started their sensor session, resolving the issue.